Manufacturer narrative:
E1: patients country: united states. Patient's city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula event. The site location was patient's abdomen and the set was used for one day. No further information was available.